Event description:
A caregiver reported the end user developed redness under the tape border of the skin barrier approximately 1 month ago. At the onset of the redness, the end user sought treatment from a dermatologist and was issued a prescription for fluocinonide 0.05% ointment. The end user has applied the ointment to the affected area with each skin barrier change (every 2-3 days), however the ointment has interfered with the adhesion of the skin barrier and there has been no improvement to the affected area. The caregiver was provided with info on proper use of the skin barrier and crusting techniques. No further info was provided.

Manufacturer narrative:
Additional information was received on 06/30/2015. Caregiver provided follow-up information stating that the end user skin is still red. End user is only using fluocinonide ointment occasionally but states that the redness does go away when she uses it. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 07/16/2015.

Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous applicable nonconformance(nc) investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on february 1, 2016. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on 6/9/2015. Height: 69 inches.